Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The field service engineer (fse) found the cannula mount detected message constantly displayed. The fse replaced the endoscopic camera manipulator 3 (ecm3) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the endoscope camera manipulator (ecm) assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was unable to be reproduced the reported issue but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab were also passed. The following parts will be replaced as a precaution: oi port switch assy, bottom cap assy, escc, printed circuit assembly (pca).

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, when the customer was about to dock to the patient, they were unable to move the robot (patient side cart). The customer stated that they kept getting a cannula installed message and the cannula sensor led on the patient cart was illuminated. Customer stated that operating room (or) staff tried powering the system off and back on but with no change. The surgeon did not feel comfortable proceeding with using the robot for the procedure, so he decided to convert to laparoscopic surgery. The technical support associate (tsa) tried to walk the customer through some troubleshooting by removing the camera cannula mount to try to reseat the cannula mount to see if the issue cleared, but the customer was not able to locate the silver button on the side of the endoscopic camera manipulator (ecm). The customer stated that there was no silver button/screw, so tsa was unable to get the customer to reseat the camera cannula mount. Tsa explained that the sensor that the camera cannula mount connects to may be stuck. Tsa had customer exercise the camera cannula mount trigger but with no change. Tsa reviewed the error logs and did not note any related system errors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified as the customer was about to dock the patient side cart (psc). The coordinator stated that they were able to move the psc in manual; however, the surgeon elected not to proceed with the case robotically. The coordinator stated that dvstat was contacted after the surgeon had made their decision to convert to laparoscopic surgery. The procedure was completed with no patient injury.